Event description:
It was reported that suture placement in the common femoral artery was achieved with three proglide devices using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sheath was upsized to a 24f sheath and the tevar procedure was completed. Reportedly post procedure, the suture of one of the proglide devices came out with the sheath which led to the physician deciding to abort use of the remaining two proglide sutures. A cut-down and manual suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out with the sheath¿ was not confirmed; however, a cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem.

Event description:
Subsequently to the initial report the following information was corrected: it was reported that suture placement in the common femoral artery was achieved with proglide devices using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sheath was upsized to a 24f sheath and the tevar procedure was completed. Post procedure a third proglide suture at the 10 o' clock position came out with the sheath. This led to the physician deciding to abort use of the remaining two successfully placed proglide sutures. A cut-down and manual suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.